Event description:
A surgeon reports performing a lens exchange due to a pt's complaints of negative dysphotpsia. The pt has had a excellent outcome following the lens exchange. The surgeon does not know if the symptoms were associated with the intraocular lens.